Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the patient reported that about a year and a half to two years ago he had problems. He said a wire (a lead, presumably) came out of his heart and wrapped around his implanted device inside him. He indicated that it was causing him to speak with an impediment. It was sending signals to his muscles and to his vocal cords. He said they had to perform surgery to reattach the lead to the heart. He said he has been fine since. Should additional information be received, this file will be updated.